Event description:
It was observed during the device inspection, gas/water valve metal parts corroded. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8. Additional information added to field h3 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely corrosion on the metal part due to organic silicone may be derived from coating of lubricant. It can pose an obstacle to the valve function as described in the instruction manual. However, a definitive root cause could not be identified. The instruction manual states the inspection method associated with the event in "instructions chapter 6, ¿cleaning, disinfection, and sterilization procedures¿ section 6.2, ¿cleaning". Olympus will continue to monitor field performance for this device.